Manufacturer narrative:
The customer reported that the org, multiple patient receiver has intermittent signal loss on 4 channels. Customer was sent a loaner device. The device was sent in for evaluation. The unit was cleaned and evaluated. The reported problem of intermittent signal loss on 4 channels was duplicated. The unit also had noise artifact on all receivers. All eight receivers were replaced on this unit with the newest version. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the org, multiple patient receiver has intermittent signal loss on 4 channels.